Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the buckling event is unconfirmed after reviewing the angiogram still photo provided. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed per the clinical personal. However, it was reported that one of the infrarenal stent graft extensions was used in the iliac limb, the indications of use (off- label), therefore most likely cause this event. The final patient status was reported to be well post a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) infrarenal stent graft extensions and (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). It was reported that at the index procedure, that one of the infrarenal stent graft extensions was used in the iliac limb. This is outside the indications of use (off- label). Approximately two (2) years post initial procedure, a type 3a endoleak was reported and resolved by implanting another limb stent graft extension. This event was previously reported under 2031527-2016-00093. Now, approximately five (5) years post initial procedure, a compression of the right iliac stent graft was identified on a computed tomography (CT). An intervention was completed. The physician elected to implant a non - endologix wall stent to resolved this event. The patient was reported as doing great.